Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient present remotely on (B)(6) 2020 with loss of sensing on their implantable cardiac monitor. Patient's device was successfully reprogrammed at the hospital on (B)(6) 2020. Patient condition post-event was stable.